Event description:
It was reported via clinical report that patient underwent partial knee arthroplasty on (B)(6) 2008. Subsequently, patient had a surgical excision on (B)(6) 2009, due to a recurrent pre-patellar bursitis. All implants remained in the patient. The surgeon did not believe the issue was replated to the implants.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number six states, "material sensitivity reactions." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01182 / 01184).